Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the driveline cultures showed methicillin-sensitive staphylococcus aureus (mssa) and the infection was thought to be ongoing at the time of study completion or withdrawal.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the infection resolved with sequelae.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ongoing driveline site pain and drainage which had gotten worse the week of (B)(6) 2021. White blood cells were at 12 up from 7 the previous week. C-reactive protein (crp) was 5.22. Patient endorsed fever of 100f malaise, fatigue, chills, and rigors. Driveline cultures on (B)(6) 2021 resulted in preliminary stain with gram positive cocci. There was a plan to start intravenous vancomycin. On (B)(6) 2021 it was reported that the infection was from a dog jumping on the patient's abdomen prior and the patient reported abdominal pain. The patient is taking roxicodone for the pain and blood cultures were taken.